Manufacturer narrative:
Records demonstrated that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release. H3 other text : not returned to manufacturer.

Event description:
Consumer reported upon removal of a tampon, the pledget fell apart. She manually removed the remaining pledget pieces from her vaginal cavity. She did not seek medical attention and she did not report any adverse health effects.